Event description:
Customer reported that the top piece of the bridge of the transmitter was missing. She also reported that the infusion set cannula was bent under the adhesive and felt that was why the blood glucose reading was high. She stated that she did not feel it was due to the insulin pump. The blood glucose reading was 400 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.